Manufacturer narrative:
Correction: the initial MDR [6000034-2026-00502] submitted on january 20, 2026 was filed incorrectly on the date of awareness. The correct date of awareness is november 11, 2025.

Event description:
Per the clinic, the patient experienced poor device performance from activation. The patient was also reportedly unwilling to wear the device and did not undergo post-implant rehabilitation. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.